Event description:
The customer reported that the left monitor went blank, resulting in a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power connector was cleaned and reseated and all circuit boards were cleaned and reseated. The system was then found to be operating as intended.